Event description:
It was reported that during an open reduction interbody fusion (orif) of distal ulna and radius, the screw went all the way through the hole in the plate. The surgeon removed the screw and tried to insert another screw. It also went all the way through the hole in the plate. The surgeon removed and redirected the second screw and got it to cross-thread into the plate. Plate and screw were then seated. The surgeon completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the upper edge of the conical locking thread deformed and has a burr. Due to damage on the edge of the locking thread the outer diameter could not be. It is possible that this damage was caused while the screw went through the plate. This complaint is indeterminate from a manufacturing standpoint as the outer diameter of the locking thread can not be verified anymore and as the plate was not sent back for investigation. The lot number is unknown therefore a review of the device history record could not be completed.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This is report 1 of 1 for complaint (B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.